Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for this issue was not established. However, it is probable that the corrosion of the scope socket contacts was caused due to improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer evaluated the device at the customer site and the customer¿s complaint was confirmed: the socket contacts are corroded. This complaint is most likely the result of incorrect handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a procedure it was discovered that the endoscope was not recognized. In addition, the customer stated that that they experienced error messages on the screen and the contacts are corroded. There were no reports of patient harm associated with this event. This report is being submitted for the customer¿s complaint (endoscope was not recognized).